Event description:
After two years of successful cochlear implant use, this pt experienced a shock to their head on the implant side. After this incident, they could only hear buzzes and odd noises and no speech. Reproramming efforts failed. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery is planned, but has not been scheduled.